Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue could not be reproduced due to a "reload set!" And "system error 306" that occurred. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified through device inspection as the downstream sensor was found out of specification. The downstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion" was not reproduced due to "reload set!" And "system error 306" errors. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as undetected downstream occlusion and constant/false downstream occlusion alarm. The cause of the condition was the downstream sensor out of specification. The downstream sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.